Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an adverse event with the 530g with enlite system in the past 90 days. Customer stated that the adverse event occurred back at the end of february or march and that she was not using the insulin pump at the time. Customer stated that she was having issues getting her insurance to cover her supplies. No additional information provided.